Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the longevity of this pacemaker was questioned. It was noted that the patient was in chronic atrial flutter. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting normally. There was an elevated power consumption due to the sensing of persistent atrial arrhythmias. Programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.